Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of oaz the following was confirmed; - insufficient angulation - distal end cover shaved - bending section rubber glue lifted omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. -e. Coli. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.